Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address line 1: (B)(6).

Event description:
It was reported to philips that the heartstart xl defibrillator's lead wires were damaged, resulting in the inability to perform normal monitoring, and the machine is unusable. There was no reported patient impact or injury.

Manufacturer narrative:
This report is based on information provided by the philips local service team and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl defibrillator/monitor, indicating that the device's lead wires were damaged. Available details indicate that the customer replaced the ECG leads to resolve the issue, and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available, the reported issue was caused by a malfunction of the ECG leads. Further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer replaced the ECG leads to resolve the issue, and the device was returned to service. The absence of further calls supports that the reported problem was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.